Event description:
At 4am pt was found expired. This was 34 hours post operation: left femoral to anterior tibial artery bypass with reversed greater saphenous vein. Medical examiner's final autopsy report in 2004: "a 0.8 cm defect is identified in the superficial femoral vein with hemorrhage in the adventitia of the femoral vein in an area that corresponds to the origin of the saphenous vein. No ligature or clip is identified on this area of the presumed saphenous vein origin on the femoral vein." Operative report by surgeon documents use of ligature clip. Pt expired; no indication of a device problem at that time. Pt was sent to the medical examiner's office, who conducted an autopsy. Medical examiner's autopsy reports are not routinely sent to the hospital. When chart was being prepared for legal and peer review, facility requested a copy of the autopsy from the medical examiner's office. Once facility received the autopsy report, facility identified the notation that no "ligature or clip" could be found. The preparation of the 3500a was completed in response to this info.